Manufacturer narrative:
Tsugu, reishi ikeda, et al. (2026). A case of implantation of a vascular explantable cardioverter-defibrillator by removal of a subcutaneous implantable cardioverter-defibrillator due to frequent inappropriate activation. Japanese heart rhythm society. Presented at the 18th implantable cardiac device winter conference, feb. 21, 2026. Cp79.

Event description:
It was reported per article of interest literature review that a 50-year-old man was implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) for secondary prevention of sudden ventricular fibrillation (vf) due to brugada's syndrome. However, he experienced frequent inappropriate shocks due to t-wave oversensing. This was managed by adjusting the sensing sensitivity and using smart pass, but smart pass automatically stopped upon detecting undersensing, requiring frequent adjustments at the device outpatient clinic. Subsequently, the s-ICD was explanted and a extravascular implantable cardioverter-defibrillator (ev-ICD) with the lead placed directly above the pericardium was implanted to reduce the risk of inappropriate shocks. Follow-up saw no inappropriate therapy. No additional adverse patient effects were reported.